Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was failure of the scope socket due to wear associated with the age of the device and frequency of use.

Manufacturer narrative:
Olympus technical support provided troubleshooting assistance via the phone in an attempt to resolve the reported problem. To resolve the problem, technical support advised the reporter to clean the clv-190 socket utilizing the maj-2087 light source cleaning kit and if it did not resolve the problem, to return the suspect device to olympus for repair. As the device was not returned to olympus for evaluation and no further information has been provided by the user facility, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that a b30, scope communication error was generated when connecting 2 olympus, model gif-hq190 scopes and no image was observed. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.